Manufacturer narrative:
Concomitant medical devices: 693565, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and dislodgement of the lead was identified. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.